Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to air bubbles as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode air bubbles. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there was air bubbles in the blood within a tube or gas syringe. The following information was provided by the initial reporter. The customer stated: "during the blood gas analysis, it was prompted that the blood bubble reported an error. Immediately replace the new arterial blood collection device and re-evaluate the patient to ensure the patient's respiratory condition and electrolyte condition."